Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the stent was removed and hydrated, there was a large resistance when pushing the catheter. When the stent was pushed out of the catheter, it was observed that it was kinked near the deployment point. Concerned that it would affect the delivery of the stent, it was replaced with a new stent and the operation continued. Additional information was received. The cause of the resistance and kink was not determined. Resistance occurred in the proximal section of the catheter. The device and any accessories were prepared and flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of ischemic stroke. There were 0 passes with the device. It was noted that the patient's vessel tortuosity was moderate.